Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, white screen) has been confirmed. Upon investigation, the monitor was found to have extensive contamination on the ca and jtag board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).